Event description:
Pt states 4 boxes from same lot giving same error code (error code 5) any time she uses. She is not having the same issue with other boxes rec'd from a different lot#. Dose, frequency and route used: test 7 times a day.